Event description:
Report received that the device did not alarm for an unspecified occlusion during preventative maintenance testing by the user facility. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.